Event description:
The pt received her scs system, including an ipg and percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation. All lead contacts revealed invalid impedance readings. It was reported that when the physician explanted the lead on (B)(6) 2010, he observed that the lead was fractured where it was anchored. The lead was explanted and replaced, and the pt regained stimulation postoperative. The explanted lead was returned to the manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned with a kink and all wires broken about 14 cm from the stimulation end. No functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.